Event description:
It was reported that the patient had pain radiating from the neck, shoulders and back. The physician was aware and could not conclude that this was related to the device. It was also noted that the patient had high ventricular tracking suspected from mode switch or the rate response algorithm. Both algorithms were discussed with physician and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.